Event description:
Event was reported to caldera medical by an attorney. The patient experienced the mesh coming undone on one side, scratching the vaginal wall, and caused extreme pain. No further information has been provided.